Event description:
It was reported the device "completely shut off". The unit in which the event occurred (cardiovascular intensive care unit) utilizes IV poles with power strips attached to the pole which then need to be plugged into wall. There was patient involvement, however outcome is unknown. Additional information was provided during an on-site visit. It was reported the entire system had shut off. No alarms or alerts were heard. It was found that the root cause of the reported device "completely shut off" and no alarms or alerts were noted was confirmed through log analysis. The battery log of the suspect pcu(progressive care unit) recorded "battery discharged" (lb3) alarm, stopping the infusion(s) without having provided prior warnings. This behavior is attributed to a battery with diminished capacity that exhibited an earlier-than-expected voltage drop. In such cases, the voltage drop triggers the lb3 alarm before the battery capacity thresholds for low battery alarms (lb1 and lb2) are reached. The probable root cause is being attributed to the use of a third-party battery. The use of third-party batteries may compromise the safety and efficacy of the bd alaris system and its components, potentially leading to device failure, patient injury, or even death. The third-party parts were manufactured by interstate batteries (battery).